Event description:
The user received a questionable total (free + complexed) prostate- specific antigen generation 2 (psa) result for a sample from a patient born in (B)(6). The initial result was 4.62 ng/ml with a data flag and was reported outside the laboratory. The result was questioned by the physician as it did not fit into the clinical picture of the patient. The sample was repeated on (B)(6) 2010 in the primary tube and the result was 0.041 ng/ml. A frozen aliquot of the sample was also repeated and the result was 0.038 ng/ml. The patient was not adversely affected and no incorrect treatment of the patient occurred. The psa reagent lot number was 157638. The field service representative checked the system and all functions were acceptable. Extra general maintenance was performed.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A specific root cause could not be identified with the data provided for investigation. Calibration and quality controls do not indicate any problems. The patient was not adversely affected by the falsely high result.

Event description:
Account alleged they are getting service required code. Account found the left coiled cable had cut exposed wires. No injuries.